Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reports via phone call indicating that the insulin pump alarm motor error during basal. Customer's blood glucose at time of incident was 70 mg/dl. The customer reported the drive support cap appears normal. The customer stated that the device was not exposed to high magnetic field. The customer did not report motor position encoder error alarm. The customer was able to rewind successfully. The customer received motor position encoder error. The customer was advised at this time displacement test and manual prime were successful and motor alarm did not recur. The customer was advised to monitor the pump and call back if alarm recurs.